Manufacturer narrative:
The impella guidewire has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported at the beginning of the impella cp implant procedure to support a patient undergoing high-risk percutaneous coronary intervention, the guidewire tip was noted to be bent after removal from its sterile packaging. A guidewire from another impella set was used to successfully complete impella cp pump implant procedure. Percutaneous coronary intervention was completed and the impella cp device was weaned and explanted. There was no patient harm as a result of this event.

Manufacturer narrative:
The investigation of packaging issues- sterility has been completed. The guidewire was returned and evaluated. The packaging was also returned with the seal broken and the guidewire inside. The guidewire had been slightly pulled out of the tubing and a kink was visible at the tip. No other abnormalities were found. The root cause of the packaging issue was not determined since the guidewire packaging had been opened in the field and insufficient clinical details were provided. The failure mode (fm) "packaging issues - sterility" was updated to "packaging issues" since it was unrelated to the sterility of the product. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26088 as it is unknown if the initial reporter also sent the report to the food and drug administration.